Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2010, an eye care professional reported that a pt developed keratitis in the right eye. The pt "was an infrequent user of acuvue tru-eye disposable contact lenses (once or twice a week user). Keratitis was diagnosed by his/her family doctor on (B)(6) 2010 and the pt was admitted to the hospital for treatment. Length of stay not known. Keratitis is a general term referring to inflammation of the cornea. The specific nature of the keratitis, referred to here, is not known at this time. We were told that the pt was hospitalized which indicates a serious adverse event are reporting this as worst case scenario. The lense purchased by the pt were included in a recall october 2010. Lot # 4924450108 was produced under normal conditions. Eighty two sealed blisters were returned from the same lot. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. At the time of product release, all documentation showed that this lot met all release criteria.

Manufacturer narrative:
If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse.